Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record review is in process once the review is complete a follow-up report will submitted. The return of the device has been requested. Multiple attempts have been made to obtain additional information regarding this event. If additional information is received it will be included in the supplemental report. (B)(4).

Manufacturer narrative:
Analysis results: upon receipt at medtronic¿s quality laboratory, the valve¿s leaflets were in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets were slightly stiff but flexible. The non-coronary and left cusps were intact. A tear was observed through the free margin and lunula adjacent to the right non-coronary (rn) commissure. Hydrodynamic pulse duplication testing with high-speed video observation showed normal, full-opening and ¿closing leaflet motion with no evidence of leakage; the valve opened and coapted well at all flow rates/cardiac outputs despite the observed tear near the rn commissure. Flow through the valve was documented using echocardiography, digital high-speed imaging and flow meter assessment. Conclusion: based on the gross analysis and in-vitro testing results, no anomalies were noted with regard to valve coaptation, and a conclusive cause of the reported event could not be determined.

Event description:
Medtronic received information that during the implant of this 25mm bioprosthetic valve ((B)(4)), the physician had the valve sutured in place, during the intraoperative echocardiogram, the physician noted that the valve would not coapt properly. The valve was subsequently explanted and replaced with a 23mm bioprosthetic valve ((B)(4)). Again the valve was sutured into place and during the intraoperative echocardiogram the physician noted the valve would not coapt properly. Subsequently that valve was removed and replaced with another 25mm valve with success. The total pump time was noted to be 5 hours. No further adverse patient effects were reported. The valves are expected to be returned for analysis.

Manufacturer narrative:
A picture of the valve provided by the customer showed blood contact on the sewing ring indicating that implant had been attempted. An additional picture was provided of the valve in the implant position. At this time, a conclusive cause of the valve not coapting could not be determined. (B)(6).

Manufacturer narrative:
Additional information received: update to the event description: medtronic received information that during the implant of this 25mm bioprosthetic valve (25a10f7558), the physician had the valve sutured in place, the physician noted that the valve would not coapt properly. This failure was macroscopic evident to the human eye. The valve was subsequently explanted and replaced with a 23mm bioprosthetic valve (b030661). The 23mm valve was not sutured into place because the physician seen the same coapt failure prior to suturing. Subsequently that valve was not used and replaced with another 25mm valve with success. The total pump time was noted to be 5 hours. It was noted no further adverse patient effects were reported. Requests have been made to return the valves for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If the products are returned a supplemental report will be submitted. F(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.